Event description:
It was reported that the tubing male luer broke off into the 3 way stopcock. Although requested, no further information has been received.

Manufacturer narrative:
Correction from initial: to remove 510k information.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Stopcock unknown brand/type concomitant.

Event description:
It was reported that the tubing male luer broke off into the 3 way stopcock. Although requested, no further information has been received.